Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Surgeon reports, patient complaining of left later pain status post long gamma nail for intertroch fracture. Pain appeared to be in the same area of the lateral lag screw. Surgeon planned to remove the lag screw and insert a shorter one. It was noted that the lag screw was a 95mm by 10.5. He inserted hydroset bone substitute in the old track, the lag screw was then replace by an 85mm by 10.5. The procedure was performed without incident.